Manufacturer narrative:
Section h10: (h3) the evaluation noted that the revision reported was likely the result of prosthesis wear which may have been accelerated by impingement and/or edge loading. (H11) concomitant devices: - 28 +3.5 delta head (cn: 170-28-02, sn: (B)(6)) - bone screw (cn: 180-65-15, sn: (B)(6)) - bone screw (cn: 180-65-20, sn: (B)(6)) - bone screw (cn: 180-65-30, sn: (B)(6)) no information provided in the following section(s): a5, b6, and g5. The following section(s) have additional info: d10, g4, g7, h1, h2, h3, and h7.

Manufacturer narrative:
Pending evaluation. Concomitant devices: 28 +3.5 delta head (cn: 170-28-02, sn: (B)(4). Bone screw (cn: 180-65-15, sn: (B)(4). Bone screw (cn: 180-65-20, sn: (B)(4). Bone screw (cn: 180-65-30, sn: (B)(4).

Event description:
As reported, approximately 5.5 years postop an initial left tha, this (B)(6) y/o female patient required head and liner revision due to osteolysis is from poly wear. Patient was stable leaving the or and there was no delay to surgery. Head, liner, and screws were revised, and cup and stem remained. We also swapped the original screws with new screws. Patient was last known to be in stable condition following the event. Devices to be returned.